Event description:
It was reported that during an afib procedure that while the physician was at the 81st second into ablation at 45 watts with a navistar catheter, there was a perforation in the free wall. Pericardiocentesis was performed and of 200 ml of blood was drained. Patient was reported to be stable. Details of the event has been requested, however no further information is available.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. Since no lot number was provided, no device history record could be performed. (B)(4).

Manufacturer narrative:
Concomitant bwi products used during the procedure:1.carto 3 systemmodel #: m-4800-01 serial #: unk 2. Cool flow irrigation pumpmodel #: m-5491-02serial #: unk3. Stockert rf generatormodel #:m-5463-01serial #: unkthe caller of the complaint had limited information regarding the details of the bwi products used.regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff determined that the bwi systems are ready for use. The customer declined system service.(B)(4).